Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies.

Event description:
Additional information received from the manufacturer representative reported that it was unknown if any additional troubleshooting or diagnostics were performed prior to the explant. The issue was identified by the physician's office. It was unknown if any other actions besides the explant were taken to resolve the lack of therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial#(B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported via the manufacturer representative that she wanted her implant out as it had been off since (B)(6) and it had made no difference in her pain. It was unknown what led to the event and numerous reprogramming sessions and x-rays were performed. The patient was going to schedule an appointment with their healthcare provider. The issue was not resolved at the time of the report. Additional information received from the healthcare professional (hcp) via the manufacturer representative reported that the patient had scheduled a complete system explant. The hcp stated that the reason for the explant was that the patient was going to have a bladder stimulator placed. The patient wanted the spinal cord stimulator removed because she deemed it not working well for her pain. It was unknown how the issue was identified and it was unknown if troubleshooting was done. The issue was not resolved at the time of the report. The indications for use were spinal pain and post lumbar laminectomy syndrome. No device issues reported. If additional information is received a follow-up report will be sent.